Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 1pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of 320mg/dl with the subject meter. The patient manages their diabetes with insulin pump therapy and stated that as a result of the inaccurately high subject meter result they increased their dosage of insulin from 2 units to 6 units at 1pm on (B)(6) 2016. The patient stated that one hour after this they passed out. As a result of this the emergency medical services (ems) were alerted and they provided the patient with a glucose gel at 2pm on 04/30/2016. This was in response to a blood glucose result of 34mg/dl which was obtained on the ems meter when they arrived to treat the patient. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to perform a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.